Manufacturer narrative:
Failure investigation: investigation: the breath deliver (bd) printed circuit board (pcb) was returned for failure investigation. The part was visually inspected with no anomalies observed. The pcb was attached to the failure investigation test ventilator for analysis. The unit was placed in ventilation mode for a minimum of 24 hours with no alarms or errors observed. Conclusion: the reported event could not be replicated. There was no fault found. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator failed the power on self-test (post) and generated a diagnostic error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device, replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb), and installed software. The se performed calibrations and extended self-testing on the device and all tests passed.